Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer had received button error codes, center button takes more coaxing to work. Customer stated the display dims even when battery was not low and scratches on screen make it harder to reads graphs. Customer also stated insulin pump takes longer and was louder when rewinding and squirts insulin when priming. Customer stated insulin pump often rejected new batteries. Insulin pump gives random no delivery alarms. Belt clip holder on insulin pump was worn making it hard for new clips. Insulin pump battery life was down to less than 2 weeks. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.